Event description:
During a lateral entry, the reamer would not pass through the fracture sight. The surgeon pulled the reamer out and tried a different guide rod. The surgeon then switched to a competitor's reamer. This prolonged the procedure for about 30 mins. There was no harm to the pt noted and the procedure was completed.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the eval process. No conclusion can be drawn. The mfg documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional information obtained.

Manufacturer narrative:
There are some slight deformations visible at the forefront of the reamer head at the guide wire hole. The cutting edges have slight nicks and dents all over, these wear marks indicate that the reamer head was used before. The relevant dimensions were checked and no deviation was found. Based on the complaint description it can not be defined if the fracture side or the guide wire caused the complained malfunction. Based on the visible deformations at the guide wire hole we can only assume that an excessive contact with the guide wire, par example by too much lateral stress, was the reason for this occurrence.